Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery procedure. It was reported that during a case the fluoroscopic images were flickering when the microdebrider was in use. It was noted that the manufacturing representative on site was not able to replicate the issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: medtronic received information that the issue was happening when using the microdebrider and just in 2d images.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.